Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. The action taken with dianeal therapy was not reported. The nurse reported that the peritonitis with culture positive for gram positive organism was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted with no exceptions observed related to the reported condition. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.